Event description:
Pump displayed message on start up. Hooked up pt, pump did function, but would not display pressure readings. Replaced pump, no further problems. Pump had pm in (B)(4) 2013 by ge.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformances in the DHR related to the reported event. Hospital contracts ge. Maquet will not be called for repair unless requested by ge. Further info regarding of pump will not be available unless maquet is called in. If this occurs a supplement document will be provided. (B)(4).